Event description:
During index procedure, the patient had 3 endeavor sprint rapid exchange (rx) drug-eluting stents implanted to the distal rca and one endeavor sprint rx drug-eluting stent implanted to the 1st diagonal branch. On the same day, the patient suffered a mi. It is unknown whether the reported mi was related to the target vessel. The investigator indicated that the reported event was possibly related to the study device. Ref MFR# 9612164-2011-01626, 9612164-2011-01627, ref MFR# 9612164-2011-01628, 9612164-2011-01629.

Manufacturer narrative:
Concomitant medical products: clopidogrel and asa. (B)(4). Evaluation results: inherent risk of procedure (myocardial infarction).